Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that he received a compromised force sensor system alarm on the insulin pump and insulin was squirting out. Customer's blood glucose was 8 mmol/l when the event occurred and was 14 mmol/l at time of this report. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.